Manufacturer narrative:
Zoll medical corp. Has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the battery sn (B)(4) would not hold a charge. No adverse event reported.